Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-0769. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported that the patient was not receiving effective stimulation anymore and x-rays showed no lead migration, hence on (B)(6) 2017 the physician surgically explanted the entire system.